Event description:
Per the clinic, the patient experienced overgrowth of skin tissue around the implant site. The patient underwent a surgical procedure (date not reported) to debride excess skin tissue. It was also reported that the patient was prescribed oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.